Event description:
Pt noted heater bag was "rounded" with air, which may indicate a leak in the cassette of the homechoice set. The pt also reported fluid leaking onto top of table near homechoice device. Solution bags appeared dry. No pt injury associated with this incident per the pt.